Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple temperature alarms that were unable to be cleared. The pump was not within abnormal temperature conditions. The customer's blood glucose level was 200 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.